Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they noticed a change in intensity of stimulation or may not feel it at all when they made a slight change in posture. The patient wasn&#38176;sure if it was part of the healing process or not. The patient wanted to schedule an appointment to enable adaptive stimulation. The implantable neurostimulator (ins) was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.